Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/18/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 06/04/2015 with the following findings:a review of the pump¿s black box history showed no errors, alarms, or warnings that would indicate a ¿blank screen¿ event. During testing, the pump powered on to the ¿verify¿ screen with a dim, faded, and discolored display. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from the threads down along the side of the bumper pad. Another battery compartment crack was observed below the bumper pad. The complaint that the display was blank was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).